Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon inserted mesh through the gray seal and the seal detached. They retrieved the seal from the patient cavity and opened a new device to complete the case. The current patient status is fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The flapper valve did not function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation being applied to the flapper valve. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Procedure was a laparoscopic hernia repair.